Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in damaged condition with cracked housing. Event history log review was performed and found no evidence of reported problem. During investigation the device was powered up and it displayed ec 1660 alarmed, which according to the investigation is an issue with processor on the circuit board. Service replaced the pump circuit board to correct the reported problem. Further investigation found no issues with the rdc connector. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1660. There was no reported injury to the patient.

Manufacturer narrative:
Additional information was received indicating that the event occurred while in routine testing.